Manufacturer narrative:
The devices associated with this report were not revised. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product/lot information of the associated femoral head was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient underwent an I&d procedure to address dislocation. No implants were removed.